Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed no anomalies were visually observed. Intermittent no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Agent was not able to collect the serial number because the external devices were not present at the time of the call. The reason for call was pt reported that their stimulator was not charging and it would give them error code rm03. Pt stated that this issue started a couple of months and it would take 2 to 3 hrs. To charge. Pt added that it would "charge then disconnect, charge then disconnect, charge then disconnect". Agent reviewed information about rm03. Pt confirmed that the paddle was warm, but it was not like burning or melting. Troubleshooting was unable to be performed as pt doesn't have the equipment with them. Pt stated that they will just call back tomorrow and provide the serial number then immediately dropped the call. Pt seems to be in hurry. Agent tried to call back to obtain the managing hcp name; call was routed to a voicemail. Pt called back and reiterated details of case. A replacement recharger telemetry module (rtm) was sent out.